Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the paddle testing is abnormal. There was no report of patient involvement.